Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/3.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as "border line wtw measurement led to bigger lens size.